Event description:
Erronious pulsatility index calculations using autodoppler instead of manual trace methods. Calculations in autodoppler are being made from an arbitrary location on the displayed waveform rather than at the caliper placement location.